Event description:
A saphhire ii pro sz balloon was successfully expanded at the bifurcation of obtuse marginal (om) artery and circumflex artery through a stent strut. The physician attempted to remove the balloon; however, it was stuck in the strut. The physician pulled the balloon with force and the distal tip of balloon catheter and wire remained in the patient's body. A 6fr guideline was advanced over the wire, a 2mm balloon was inserted and the broken piece of the balloon catheter was entrapped and removed. No further interventions were necessary to complete the procedure. Related manufacturer report number: 3003775186-2022-03051.